Event description:
User stated communication failure and image artifacts when moving the interconnect cable. Diagnosed.

Manufacturer narrative:
Gehc surgery field service engineer replaced interconnect cable and lemo connector. System is working as intended.